Event description:
The lay user/patient contacted lifescan alleging that the product's control solution was reading inaccurately high. The customer care advocate walked the lay user through control solution test and the results fell outside the specified control solution range. The patient's products are being replaced. There is no evidence the product caused or contributed to an adverse event because the patient developed symptoms before the issue with the reported meter. However, this complaint is being reported because of an unresolved inaccuracy issue with the control solution.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.